Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the coronary sinus left ventricular (lv) lead was connected to this dual chamber pacemaker. It was determined that this device was not used as intended. Additional information was received indicating that this product was part of a system revision due to infection. Moreover, the patient had a possible endocarditis and methicillin-resistant staphylococcus aureus (mrsa) infection. This device was explanted. No additional adverse patient effects were reported. This system was out of service.